Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker recorded events with what appears as electromagnetic interference (emi) as it does not look like physiologic noise, it looks like external noise. The patient also had some flutter with under sensing, for which increasing sensitivity at the right atrial channel was recommended. There was pacing inhibition for what appears as approximately 15 seconds in total. The pacemaker remains in service at this time. No additional adverse patient effects were reported.